Event description:
The account alleges the tip of the catheter came off inside the patient. It migrated to the heart and lungs. The tip had to be snared out; however, when trying to retrieve the tip, it broke into pieces. All fregments were removed from the patient.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges the tip of the catheter came off inside the patient. It migrated to the heart and lungs. The tip had to be snared out; however, when trying to retrieve the tip, it broke into pieces. All fregments were removed from the patient.